Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during last fill. The fill volume (fv) equaled 1402ml. The caregiver (cg) said they had a power outage and had to reprime. They ran short of solution and reconnected a heater bag. The baxter technical service representative (tsr) explained about not reconnecting solution bags and assisted them to end therapy. They advised them to let the registered nurse (rn) know about reconnecting a solution bag and ending therapy early. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.